Event description:
It was reported this balloon ruptured following the third inflation, during dilatation of an occluded arteriovenous fistula graft. Resistance was encountered removing this balloon catheter through the introducer sheath. Continued exertion against resistance resulted in the balloon detaching in the graft. No retrieval of the detached balloon was attempted. The pt was sent to surgery where another graft was successfully placed in the other arm. The pt's condition is good. This device has not been received for eval. Therefore, no failure analysis is available. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Additionally, co's follow up revealed resistance was encountered removing this balloon catheter through the introducer sheath. Co believes the above factor may have contributed to this event. However, the co is unable to determine the exact cause for this event. Co's directions for use state: "if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully... If resistance is encountered due to balloon rupture or for any other reason, when removing either a catheter through an introducer sheath or a guidewire through a catheter, stop and remove products as a complete unit to prevent damage to the guidewire, catheter, introducer sheath or vessel."